Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A scrub technician reported that several cartridges split down the middle and the end where lens comes out. There was no information about patient contact. Additional information was provided by the initial reporter that all cartridges came in contact with a patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that all cases were on the same day by the same surgeon. All of the cases were completed with the original iol and there was no damage to the iols. She stated there was no patient harm. Some of the splits were seen before contact while loading the lens into the cartridge and some were seen when inserting the lens into the eye. The operating room temperature ranged from 66-68 f; the viscoelastic was removed from the refrigerator at 0600 in the morning and the surgeries began at 0700. The surgeon reported that there was no resistance when advancing the iol.

Manufacturer narrative:
Additional information was provided. The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of five qualified lens models. The customer indicated the use of a viscoelastic that is only qualified for the one of the five lens models and is not qualified for the other four lens models. Regarding the one lens model, the product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Regarding the other four lens models the root cause may be related to a failure to follow the dfu (directions for use). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).